Event description:
It was reported that the patient had visited the ER (emergency room) with hyperglycemia and high ketones. No specific bg (blood glucose) levels were reported while wearing the pod between 4 and 24 hours. The patient reported being in an area with low signal, which resulted in a communication error and paused insulin delivery, subsequently leading to hyperglycemia. The patient was treated with fluids (specific fluid contents are unknown). The patient was released within 6 hours. The pod was removed, and a new pod was placed prior to ER visit. Patient reported the pod has been discarded.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported emergency room visit and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.